Event description:
A customer obtained troponin (accu tni) result above the ami cut-off on one patient sample. Upon re-run the patient sample on a different instrument, an accu tni result was in the normal reference range. The initial result was not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects samples in 4.5ml bd lithium heparin plasma tubes with a gel separator and centrifuges samples for 5 minutes at 3,000 rpm. The sample was analyzed from the primary container. Qc was within the customer's established ranges prior to and after the event. A routine system check performed on (B)(4) 2009 passed within instrument specifications. A field service engineer (fse) was dispatched: the fse inspected the instrument and verified hardware, no issue noted. The fse performed a diagnostic testing and precision run; all results passed within expected performance. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.